Manufacturer narrative:
The actual device was returned for evaluation. The small battery drive device was evaluated and the reported condition of the top button does not work was confirmed. An assessment was performed on the device which determined the unit¿s top trigger was sticking. It was noted that the top trigger was worn and corroded, and the electronic control unit¿s (ecu) black wire insulation was damaged. The assignable root cause was determined to be due to component wear from normal use over time. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
(B)(4). The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported that during an unspecified fracture surgical procedure on a canine, it was observed that the top button of the small battery drive device was sticking and not working. It was not reported if a delay was caused by the event, however an unspecified spare device was available for use and the procedure was successfully completed. This is veterinary equipment; therefore, there was no human patient involvement. It was reported there were no injuries or medical intervention, or prolonged hospitalization. The exact date of the event is unknown, however it was reported that the event occurred in (B)(6) 2017. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.